Manufacturer narrative:
The failure occurred at the welded neck region of the trial. A 10 mm trial was inserted into a tight 8 mm disc space, creating an interference fit greater than the typical 1 mm oversizing allowance. This 2 mm excessive interference generated resistance that prevented easy retrieval of the trial. During extraction, the slap-hammer force exceeded the material strength at the weld, causing the shaft to fracture. Root cause: user abuse due to oversizing and excessive retrieval force.

Event description:
Surgeon was performing a ll spinal surgery. The patient was prepared and l3-l4 disc space was accessed. Disc was cut with knife. Cobb was used to scrap endplates. 6mm box cutter and 8mm rasp was used to scrape and prep disc space. 10mm trial was used to size up after initial prep. Trial had a tight fit in the space, and upon removal of the trial using a slap hammer, the shaft of the trial broke off at the neck. The trial head had to be removed from the patient.